Event description:
The product was used during a lobectomy procedure. Reportedly, the jaws could not be opened. The surgeon resected the tissue at the application site and manually sutured.

Manufacturer narrative:
11/25/97-supplemental report #1 submitted to FDA.